Manufacturer narrative:
Meter a serial number was (B)(6). Meter b serial number was (B)(6). Controls were run on both meters with results within range. The test strips were requested for investigation. On a regular basis, inform strips of lots currently valid in the market are tested as part of routine retention testing, and the results have passed the internal inspection. The test strips were received for investigation. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant glucose results for 1 patient tested on 2 accu-chek inform ii meters with serial numbers (B)(6) (meter a) and (B)(6) (meter b). Meter a was also discrepant with the laboratory. At 10:04 p.m., the result from meter a was 35 mg/dl. The result at 10:10 p.m. Was 37 mg/dl. At 10:19 p.m., the result from the laboratory was 121 mg/dl. At 10:40 p.m., the result from meter a was 59 mg/dl. At 10:46 p.m., the result from meter b was 83 mg/dl.

Manufacturer narrative:
Two vials of test strips with lot 671669 were submitted for investigation. The strip vials, desiccants, and vial caps were inspected and were acceptable in appearance. Testing was performed using glycolyzed blood with the returned strips. All testing produced acceptable results, and no strip defects were observed. The investigation did not identify a product problem. The cause of the event could not be determined.